Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and battery cap damage. This report is made based on results of the investigation performed on 01/06/2015.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/06/2015 with the following findings:investigation revealed the display screen was dim and discolored. The returned battery cap was damaged; the cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)